Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter first name: added.

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications as a result of this event. It was further reported that the balloon ruptured upon first inflation at nominal pressure. The balloon was simply removed.